Event description:
It was reported that after system implant and transfer to recovery room, the patient became short of breath. A rapid response team was called and the patient was given rescue medications. An echocardiogram revealed a large pericardial effusion; pericardiocentesis was performed. An atrial lead perforation was suspected; the atrial and right ventricular [rv] leads were repositioned and the patient was monitored overnight in ICU. It was later reported that the rv lead has since dislodged and the patient is considering removal of the lead. Presently, the atrial and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.